Manufacturer narrative:
UDI: the part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. Brand name, common device name and device product code was unknown. The catalog number and serial number were unknown. PMA/510(k) number was unknown. The manufacturing location was unknown. The serial number was unknown; therefore, the device manufacture date is unknown. The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. It was determined that a piece of broken cutter device was stuck inside the attachment device. The device was taken apart and it was noted that a cutter was improperly secured in the locking mechanism assembly and it damaged the locking mechanism which caused the failure. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition that the cutter was received in. It was observed that a piece of the cutter was broken off below the laser marking and identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not returned. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that upon receipt of the attachment device, an in-house pre-repair assessment was performed and it was determined that a fragment from a broken cutter device was stuck inside the attachment device. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.